Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. There was no allegation against the robotic system.

Event description:
It was reported that after a da vinci-assisted hysterectomy procedure, the patient sustained a postoperative vaginal infection. The initial robotic procedure was completed without any complications or intraoperative errors. The patient presented with a postoperative vaginal infection. The robotic port sites were not infected; there was no allegation against the robotic system. The patient had a morganella morganii vaginal infection and was treated with oral antibiotics. The patient is recovering well.